Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges. Customer's blood glucose (bg) level ranged from 60 mg/dl to 600 mg/dl. The customer went to the emergency room (ER) due to elevated bg and moderate ketones. A correction bolus via the pump was delivered to attempt to address bg. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 6 hours later with the issue resolved and no permanent damage. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.